Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was admitted to the hospital for a pulmonary embolism. Reportedly, the event was not device related and the patient was not placed on anticoagulants following their implant procedure. Issue has been resolved.